Event description:
It was observed that during the device evaluation that the subject had air and water channel clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: "air/water channel clogged". Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.